Event description:
A surgeon's office reported a pt experiencing blurred vision, glare, and a shadow in her peripheral vision following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at the time. It will be reassessed upon simple receipt. Additional info was requested on 12/10/2010, 12/13/2010, 12/17/2010, and 12/22/2010 by phone, fax, and mail. A completed questionnaire has hot been received. Medical records were received on 12/07/2010. (B)(4).